Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed during product evaluation by quality engineering. This condition was due to the main batteries being older than six months. The main batteries were replaced as a precaution. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. A service history review revealed that the device has not been previously sent into service for the reported condition of "damaged battery." However, during previous service on (B)(6) 2007 the batteries were replaced. A device history record review was also performed with no abnormalities observed.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged battery. This condition had the potential to interrupt delivery. This condition was found in the coronary care department. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.